Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer had failed pockets. A field service engineer cleaned debris from under the cubies, reseated all row and board connections, inspected and reseated retractor band connections, and all bus connections. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es pockets in drawers that would not show on cubie map but were loaded with medication and pharmacy was able to load medications into other drawers. The customer reported that there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.